Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified proximal right coronary artery (rca) to distal rca. Ablation was performed using a 1.55mm rotablator and pre-dilatation was also performed. A 3.00 x 48mm synergy xd drug-eluting stent (des) was advanced for treatment. However, resistance was felt during insertion due to vessel tortuosity and calcification, and the device had difficulty crossing the lesion. The device was suspected to be damaged when it was unable to cross. The device was removed and another 3.00 x 48mm synergy xd des was advanced; however, the device also had difficulty crossing the lesion. The device was removed and it was confirmed outside the patient before dilatation that the stent strut of both stents at the middle and edge part were lifted. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
Iit was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified proximal right coronary artery (rca) to distal rca. Ablation was performed using a 1.55mm rotablator and pre-dilatation was also performed. A 3.00 x 48mm synergy xd drug-eluting stent (des) was advanced for treatment. However, resistance was felt during insertion due to vessel tortuosity and calcification, and the device had difficulty crossing the lesion. The device was suspected to be damaged when it was unable to cross. The device was removed and another 3.00 x 48mm synergy xd des was advanced; however, the device also had difficulty crossing the lesion. The device was removed and it was confirmed outside the patient before dilatation that the stent strut of both stents at the middle and edge part were lifted. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
A2: age at time of event: 18 years or older. E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: synergy xd mr ous 3.00 x 48mm stent delivery system catheter was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the proximal region of the stent were found to be lifted. The undamaged stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no sign of distal tip damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.